Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the graftmaster was deployed with a maximum pressure of 18 atmospheres (atm). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. In this case, it is unknown if the IFU deviation contributed to the reported event; therefore, no follow-up letter will be requested. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment(s) appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with st-elevation myocardial infraction (stemi) and an unspecified 2.5x12mm balloon was advanced inflated to 6 atmospheres; however, angiogram revealed small branch perforation at the proximal circumflex. Attempt to seal perforation via tamponade, but advanced a 3.5x19mm graftmaster covered stent and deployed at 18 atmospheres. The balloon was exchanged with a 2.5x20mm non-abbott balloon and prolong inflation for additional sealing for 8 to 10 minutes as transesophageal echocardiography (tte) imaging could not confirm graftmaster sealed and wall apposition. The final angiogram showed excellent timi 3 flow over the main circumflex artery. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).